Event description:
As reported by the bifurcation study, approximately six months after the index procedure, the patient returned with stable angina pectoris. New stenosis within the previously treated vessel was found and was treated. Percutaneous coronary intervention (pci) was performed on a bifurcation lesion in the mid left anterior descending artery (lad) and in the 1st diagonal. The patient was randomized to the stent/ptca arm of the study. The lesion in the main branch (mb) was an 85% de novo lesion in the mid lad of 12mm in length in a 3.5mm vessel diameter. The concentric lesion was characterized with little calcification, readily accessible and with an angulation of less than 45 degrees. The side branch (sb) lesion was a 50% de novo lesion in the 1st diagonal of 5.0mm in length in a 2.6mm vessel diameter with moderate tortuousity of the proximal segment. The concentric lesion was characterized as ostial, little calcification and angulation between 45-90 degrees. The lesions were pre-dilated before a 3.5x18mm bx velocity stent was deployed in the mild lad (mb) at 8 atmospheres (atm). Post-dilatation was performed with a 3.0x20mm balloon at 8 atm. The residual diameter stenosis measured 0%. There was successful dilatation of the side branch with 30% residual stenosis. Then a 2.5x8mm bx velocity stent was deployed to achieve 0% residual diameter stenosis. No kissing balloon inflation was done due to good final result. No additional stenting was required. Intra-vascular ultrasound (ivus) was performed. In the main branch only. Final kissing balloon was done of three lesions, the mb (2.5x20mm balloon at 10 atm), sb (2.5x10mm balloon at 6 atm) and in the 2nd diagonal (2.5x10mm balloon at 6 atm). All three lesions resulted in 0% residual diameter stenosis. There was no residual dissection at the end of the procedure. Thrombin inhibition in myocardial infarction (timi) iii flow was recorded pre and post-procedure, respectively in each lesion. The patient remained hospitalized until the following day.

Manufacturer narrative:
Please note that this device is not distributed in the united states. However, it is similar to the us distributed. It is not available for testing and evaluation. Additional information received will be submitted within 30 days upon receipt. This is one of two products associated with the events that were reported under the following numbers 1016427-2008-00022 and 1016427-2008-00023.